Manufacturer narrative:
Please note that the brand name, common device name, device product code and 510k were unknown. The lot/serial number and manufacturing location are unknown. Evice manufacture date: the device manufacture date is currently unavailable.as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
This is report 2 of 3 for the same event. It was reported that during an unspecified surgical procedure of the spine it was observed that an unknown burr device was stuck in the attachment device and the attachment device was stuck in the handpiece device. It was reported that the burr was not fractured. It was reported that there was no delay to the procedure as there was unspecified spare devices available and the procedure was successfully completed. There was patient involvement. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. An assessment was performed on the device which determined the unit meets all manufacturers functional specifications. Therefore, an assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4), the common device name was documented as unknown; and the device product code was documented as unknown in the initial report. The brand name was updated as 3mm fmstk,s, the common device name has been updated as drills, burrs, trephines & accessories - attachment and the device product code has been updated as hbe. (B)(4)